Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip detached inside the patient. The tip was retrieved from the patient's body using forceps. The procedure was completed successfully with a second fiber without patient complications.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber cap detachment was confirmed as analysis identified that the glass cap was detached. It is probable that the tissue adhesion identified on the metal cap surface contributed to the identified glass cap detachment. Glass cap detachment can occur due to elevated temperature near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass cap detachment. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the glass cap was detached and not returned. The metal cap exhibited severe debris adhesion on its surface, indicative of prolong tissue contact. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed glass cap detachment is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip detached inside the patient. The tip was retrieved from the patients body using forceps. The procedure was completed successfully with a second fiber without patient complications.